Event description:
Buckle attached to bed broke under severe pressure. There was an injury with this incident. A security guard was kneed in the ribs and sent to the emergency department to be evaluated.

Manufacturer narrative:
A complaint was received on 02/14/2024 reporting buckle attached to bed broke under severe pressure. There was an injury with this incident. A security guard was kneed in the ribs and sent to the emergency department to be evaluated. A sample of the product was returned to deroyal for evaluation. There were no issues found with the sample returned. The product did not show signs of wear and the buckle was still intact. The root cause was determined to be the design of the buckle. As a corrective action deroyal has source a new design for the buckle the male side has a small notch. The old inventory of the buckle has been discarded and the new sourced buckle is being used. Production records were reviewed, and no issues were found. An inventory check of the limb holders was made by deroyal, a total of 20 of the m8139 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.